Event description:
It was reported that when the device was used during an unknown procedure, the device did not close or cut at all. The reload was inserted and did not cut when fired. Another device was used to complete the case. There was no consequence to the patient.